Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope was visually inspected and found with mechanical damage to the endoscope distal tip. The root cause of the endoscope tip damage is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the rotation for a 30-degree endoscope plus was only possible with difficulty. There were squeaking noises on the gears. Docking problems occurred after issue was presented. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was visually inspected prior to use, and the issue occurred after ports were placed during the dissection of intra-abdominal tissue. The specific problem was that the endoscope image was inverted, and the vision orientation changed on its own, though the endoscope did not move freely with uncontrolled motion. The system recognized the correct endoscope, and the surgeon confirmed the desired orientation when the endoscope was installed, but there was no indication of the image orientation provided via the user interface. The issue was resolved by completing the procedure with a backup endoscope. There was no patient injury.